Event description:
It was reported that while repositioning the right atrial lead to find the optimal lead position during the initial implant procedure, twisting of the ra lead was observed and the helix was no longer able to be extended. The ra lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of helix mechanism anomaly and twisting of the lead were confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Visual inspection found the outer insulation of the lead was twisted at the distal region. X-ray inspection found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism anomaly and twisting of the lead was due to the overtorque of the inner coil and helix being clogged with blood/ tissue.